Manufacturer narrative:
MDR 1219913-2020-00647 was filed on december 18, 2020. Additional information - april 15, 2021 siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive) results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
Qc was in range. Siemens reviewed sample handling with the customer: samples are run the same day they are drawn in sst tubes. Samples are spun for 10 min at 3500, then serum is separated. If the result is positive, the sample is respun at 2300 for 3 minutes and re run. Siemens continues to investigate. The limitations section of the instructions for use states: this assay should not be used to diagnose, or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past, or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43. A false positive/reactive result would not be used in isolation, and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed a reactive (positive) advia centaur xp sars-cov-2 total (cov2t) result for 1 patient, which was considered discordant to a nonreactive (negative) replicate, and a negative pcr result. The customer did not report the reactive (positive) result. There are no reports of patient intervention, or adverse health consequences due to the discordant cov2t result.